Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he is unable to attach the sensors to his body and sensor was staying inside the serter. Customer also indicated that he was hospitalized due to the non working sensors. Customer's blood glucose was 600 mg/dl at the time of incident. Troubleshooting was declined by customer. No further information was given.